Event description:
Reportedly, the device was explanted after an implant duration of 104.43 months due to unknown reasons. Per the cer: the device (ring) was explanted and another ring was implanted as a replacement. No further details were provided. Information was learned through (B) (6) implant patient registry. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
Customer letter not required. DHR review has been started. This was determined reportable per edwards lifesciences procedures. Device discarded at hospital. No product return.

Event description:
The account alleges that when the device is plugged into the wall outlet, an arcing condition appears at the wall outlet. There were no injuries reported as a result of this issue.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.